Manufacturer narrative:
Mitek is at this point in time awaiting a receipt of the complaint device towards conducting a root cause failure analysis. The conclusions of the evaluation will be the subject of the follow-up report.

Event description:
Our rep is reporting that the pt had a shoulder repair some time in 2008. An undefined spiralok anchor was used for fixation. At some date subsequent to the repair the pt presented with "clicking". Some how it was discerned that the fixation device had broken, the proximal section had broken away from its' body. In 2008 a re-surgery was performed, the broken fragment was removed and the surgeon employed 2 fastin rcs and 2 versalok anchors for fixation remedy. This procedure was completed successfully without further incident or harm to the pt.